Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial/lot #: (B)(4), ubd: 02-jan-2021, UDI#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for spinal pain. On (B)(6) 2020, it was reported that the patient's pump system was removed "two weeks" after it was implanted because it "never worked" for the patient and got infected. The patient's healthcare provider (hcp) confirmed that the pump system was taken out on (B)(6) 2019. No further complications were reported.